Manufacturer narrative:
In previous supplemental should have had "aug 11, 2020".

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to hospital. The device was interrogated, and it was discovered that the left ventricular lead was not capturing in any vectors. An x-ray showed that the lead was dislodged. The lead was explanted and replaced, and the patient was in stable condition.